Manufacturer narrative:
The consumer no longer has the unit.

Event description:
A consumer called and stated that their child received third degree burns on her thigh from hot water that came out of the humidifier. It was stated that the unit was placed on the floor close to the child's bed and that the daughter knocked the unit over when getting out of bed. The child received multiple treatments at a hospital in the days following this incident, including a skin graft. The instructions for proper use have very clear warnings that state, "the appliance should always be placed on a firm, flat, waterproof surface at least four feet away from bedside, six inches from the wall, and out of reach of patient, children and pets. Be sure the appliance is in a stable position and the power cord is away from heated surfaces and out of the way to prevent the humidifier from being tipped over." There is also a warning on the cord tag that states "warning keep out of reach of children. Hot steam can cause serious burn injury". Kaz USA, inc. Requested that the product be returned for testing, but the consumer stated that they had already returned the product to the store several weeks before contacting our company.